Event description:
Epic ii bed checked according to customer complaint that bed was not working. Fowler moves up when any button on footboard is pressed. No pt involvement or adverse consequences were reported.